Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000144726. Date of the event is estimated.

Event description:
It was reported the lead was initially placed too high resulting in nerve irritation. As such, the patient underwent surgical intervention where the lead was repositioned on the (B)(6) 2023.